Event description:
It was reported that during a procedure at the user facility, the remb universal driver was spinning on its own. The procedure was completed successfully following an hour delay to secure back-up equipment. No medical intervention and no adverse consequences were reported.

Manufacturer narrative:
Device not returned to manufacturer for investigation.